Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) was not possible since the container is unknown. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. This complaint appears to have occurred from parts sold by a distributor (medline). Additional information is needed about the handling and storage within the distributor facility to rule out that the issue was due to incorrect handling or a partial sale by medline. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. This was discovered before use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported by the distributor that one of their customers did not receive the full amount of lids with the sharps containers. Reporter also mentioned while on the call that there was another incident of a customer receiving containers without the lids but he did not report it as he thought it was just a one off. Replaced the product for that event. No additional information available for that incident. He does not need an acknowledgement or closure letter for this event and he does not remember who the customer was. No item/lot number available and no other information available pertaining to this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(4) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ sharps container was missing the lid. This was discovered before use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported by the distributor that one of their customers did not receive the full amount of lids with the sharps containers. Reporter also mentioned while on the call that there was another incident of a customer receiving containers without the lids but he did not report it as he thought it was just a one off. Replaced the product for that event. No additional information available for that incident. He does not need an acknowledgement or closure letter for this event and he does not remember who the customer was. No item/lot number available and no other information available pertaining to this event.